Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accutni) result of 0.25ng/ml generated by the unicel dxc 600i synchron access clinical system for one patient. Upon repeat, the result was 0.03ng/ml. No reports of death, injury or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was serum that was centrifuged for 10 minutes at 3000g. The sample appearance was normal and was aspirated from the primary collection tube for analysis. Qc is performed twice daily and was within the customer's specifications prior to and after the event. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) was on-site (B)(6) 2010 and verified alignments, tubing and analytical module and all were fine. Fse replaced the transducer along with the circuit board and then performed verification testing which met specifications.